Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range impedance measurements and no pacing or sensing measurements. A lead revision was performed were this lead was surgically abandoned and a new was successfully implanted. No adverse patient effects were reported.